Event description:
User received low results for sodium and potassium for several pt samples. User estimated more than 10 samples were affected. One example was provided. Initial sodium result 99 mmol/l, repeat 135 mmol/l; initial potassium 3.4 mmol/l, repeat 4.3 mmol/l. No erroneous results were reported. The field service representative determined there was a clot in the mixtower and cleaned the mixtower. Performance tests were performed.